Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the patient underwent a procedure to coil embolize right internal iliac artery (iia) branches to address a type ii endoleak. The procedure was successful with no complications.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Add'l device: pxc121200/#06620224.